Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support, but the customer was not able to complete the check at the time of call. Multiple attempts were made to complete the check, however, no response we received. The customer's blood glucose was 400 mg/dl.